Manufacturer narrative:
Ge healthcare (B)(4) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the screen went to gray and the unit stopped ventilating while in use on a patient. There was no report of patient injury.

Manufacturer narrative:
Engineering log analysis for the time of the event has concluded that there was no loss of ventilation as alleged. This was not a reportable malfunction. Engineering log analysis for the time of the event has concluded that there was no loss of ventilation as alleged. This was not a reportable malfunction.